Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of the right coronary artery (rca) via 6fr right radial access prior to planned valve replacement a few weeks later. Diagnostic catheterization showed severe calcification of the rca. The proximal vessel exhibited 99% stenosis and the ostial to proximal vessel was 80% stenosed. The physician planned to use glideassist to advance the oad crown distal to the proximal lesion and treat distal to proximal in order to have outflow prior to continuing farther proximal to treat the 80% diffusely diseased lesion that continued to the ostium. The artery appeared to be about 2.5mm at the mid section and 3.0mm at the proximal section. The physician planned to use low speed only. Aminophylline was administered prophylactically for any bradycardia considering the device would be occlusive while in use for distal to proximal treatment. The crown was advanced to the distal end of guide catheter. Glideassist was activated, and the crown was easily positioned distal to the 99% lesion. Several low-speed treatments were administered for less than 30 seconds each. The physician rested the device distal to the lesion after each treatment. Equal work to rest ratio was accurately timed. After three treatments, the device was gradually brought back to treat the remainder of the artery back towards the ostium. Five 30-second treatments with 30 second rest periods were administered. One final treatment was performed at the ostium. Imaging was performed to verify distal flow. The oad was removed, and wire exchange was performed. Angiography showed a small dissection was noted present proximal to the 99% lesion. The physician was unconcerned about the dissection. The lesion was dilated with a sapphire angioplasty balloon. Two stents were placed and post-dilated. Angiography then showed a moderately sized area of extravasation. An angioplasty balloon was inflated in an attempt to seal the perforation. A covered stent was also placed. Echocardiogram showed a small pericardial effusion. Angiography also still showed extravasation. An angioplasty balloon was used to dilate the covered stent. Follow-up angiography showed no evidence of active bleeding from the perforation. However, follow-up echocardiogram showed a larger pericardial effusion than the previous echocardiogram. The patient became hypotensive, and an emergent pericardiocentesis was performed. After several attempts and what looked like favorable position, it was noticed the drain was placed in the right ventricle. The patient became more hypotensive and went into pea. Cardiopulmonary resuscitation was started, and the patient was intubated. An emergent sternotomy was performed in the cath lab to relieve the pericardial effusion. A CT surgeon removed a blood clot causing tamponade and repaired the right ventricle. Cardiac massage and intracardiac defibrillation were performed. Return of spontaneous circulation was achieved, and the patient was taken to the or for irrigation and closure of the sternotomy. The patient was taken to the ICU and was extubated the following day. The patient was following commands. As of (B)(6) 2021, the patient had some instances of atrial fibrillation and was moved to the telemetry floor. It was later determined that a small perforation was present following atherectomy but was not recognized due to large calcium burden. This was not observed until after the procedure during review of films.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The physician was consulted for an opinion on the procedure. The physician stated the reported events may have occurred because there is a heightened risk of perforations in females of old age. The physician also stated there was nothing different we would have done during treatment. The only thing different that the physician would have done differently would have been to perform more imaging between balloon inflations and stent placement. (B)(4).